Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. The helix extends and retracts within product specification. Blood on helix.

Event description:
It was reported that during implant the helix would not extend. The lead was not used. No patient complications have been reported as a result of this event.